Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was also reported that bard align, and avaulta plus anterior system were also implanted at the same facility on (B)(6) 2009 by (B)(6), md. It is further reported, the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat symptomatic vaginal prolapse. It was also reported that following insertion the patient experienced pain, bleeding, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. Additionally, on (B)(6) 2009, the patient underwent revision of posterior wall mesh due to mesh erosion. (B)(4).